Event description:
It was reported that during a medical procedure, the device was failing to cool. There are no reported adverse consequences.

Manufacturer narrative:
Investigation is complete; h codes updated to reflect results.

Event description:
It was reported that during a medical procedure, the device was failing to cool. There are no reported adverse consequences.